Manufacturer narrative:
Philips service replaced the fuse and restored the system functionality, monitoring its performance. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that partial geometry movements occurred due to a sulfated fuse in the emc unit on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.